Event description:
A customer reported experiencing low vacuum will be high in sculpt mode, but low in other settings. The case was completed without harm to the pt. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).